Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set change was performed and an additional occlusion alarm occurred. The customer successfully cleared the alarm and resumed insulin deliveries. The customer's blood glucose level was in the 200's mg/dl range.